Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 185mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. The motor was tested outside the device and passed. The unit was received with minor scratched lcd window and cracked reservoir tube lip.